Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the person with diabetes (pwd) reported on day 2 of wear, they could smell insulin and see wetness under adhesive. No patient harm or no patient injury. The event occurred during infusion.